Event description:
Customer reported low blood glucose symptoms with blood glucose result of lo (less than 10 mg/dl) obtained on the active s system. Customer self treated by consuming grapes; she re-tested on the same system within 10 minutes and obtained blood glucose result of 68 mg/dl. Customer's symptoms improved. Requested return of suspect device and replacement was sent.